Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineal prior to the hydrogel injection. The procedure was performed under general anesthesia. One week later, a possible rectal wall infiltration was identified. Upon review of the computed tomography (CT) scan, the hydrogel was entirely within the rectal wall, but was determined to mainly be a superficial infiltration as it did not get close to the mucosa. Magnetic resonance imaging (MRI) was requested to get a better look at the hydrogel position and confirm the position of the hydrogel. The patient did not have rectal bleeding. The patient was reported as asymptomatic. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.